Manufacturer narrative:
E1 - initial reporter address (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured during second inflation at 6 atm for 20 seconds. The device was removed from the patient body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.